Manufacturer narrative:
Product was not returned yet by the manufacturer for examination. The review of the device history records and traceability didn't reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional requests were asked to have more information about this issue but information not received yet. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: disassembled during insertion: according to the reporter, the implant loosened from peek during insertion; implant was replaced by another one from the same size; no impact on patient or on surgery; no delay was reported.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was returned to the manufacturer and examination was performed. The examination shows marks on the jaws extremity which reveal a rotational move during insrertion. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the likely cause for the event is mishandling during prothesis insertion into disc space . As its recomanded in the surgical techniques , rotational move during implant insertion should be avoided as it may cause peek cartidge disassembly. Investigation found no evidence on a device issue. The root cause mishandling during prothesis insertion -rotational move.

Event description:
Mobi-c p&f us : disassembled during insertion. From information provided by the reporter, the implant loosened from peek during the insertion. The surgery was completed with another device of the same size. No delay in surgery. No information about the patient impact. Additional information on september, 06th 2018: the disassembly appear during the insertion of the prosthesis the surgeon did not wanted to reposition implant. The surgeon did not encounter resistance while inserting prosthesis. No more than usual, or not that he mentioned attemps have been made to obtain more information about this case but the surgeon did not respond to our requests. Product was returned on january 2019 and evaluation was performed.